Event description:
Pt reported obtaining a blood glucose result of 159 mg/dl, while using the suspect device. Patient stated that, an unspecified time later, he experienced hypoglycemic symptoms. Patient reportedly retestedf blood glucose, using the suspect device, and obtained a result of 48 mg/dl. Based on this result, patient phone emergency medical services. Upon their arrival, 5 minuts later, patient's blood glucose measured 61 mg/dl (on paramedics' blood glucose monitor). Patient was reportedly treated with a tube of glucose. Patient stated that, 20 minutes later, his blood glucose was retested on paramedics' device with a result of 141 mg/dl. Using the same puncture wite, patient reportedly retested, using the suspect device, with a result of 296 mg/dl. Patient's current condition: "receiving low blood glucose readings." A level-one quality control test was reportedly performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.